Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump date had reset to 01/01/2007. The reporter did not know how long pump was off prior to call. The reporter stated that the patient had tried to troubleshoot battery issue on his own and had accidently put battery upside down. This report is being made due to the time and date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: no unexplained time/date issues were observed in the black box. The black box for the event date was not available due to overwritten data. The current black box showed evidence time/date resets after pump reboot events. A timekeeping accuracy test was performed and the pump maintained the time accurately during a 5 day duration test. However when the pump was left without power for 1 hour and the pump was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The pump was opened and the internal battery (bt1) was found to be leaking.